Event description:
During a pci/stenting procedure, the balloon ruptured at 10 atms on the initial inflation. The lesion being treated was a calcified, 99% stenotic lesion in the lad. The maverick2 monorail balloon catheter was being used for post dilation of a cypher stent. The procedure was successfully completed with another balloon. A terumo introducer sheath, a mach 1 guide catheter, a runthrough guide wire, and an encore inflation device were also used in the procedure. No patient injuries or complications were reported.